Event description:
It was reported that the patient's incision at the pocket site never healed since the device was implanted; it was bleeding and he felt metal. On (B)(6) 2012 the patient had the device implanted deeper. He did not turn the device off before surgery. The patient's programmer now displayed the "call your doctor" icon and the por (power on reset) message. Subsequent information received reported that the cause of the event was "wound infection." At the time of the revision on (B)(6) 2012, the patient's physician also "cleaned up wound." The patient did not require hospitalization and the patient's outcome was reported as no injury.

Manufacturer narrative:
Product ID 3093-28, lot# va006sw, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).